Event description:
It was reported during a case, the standard needle set up was completed. When the leads were plugged into the unit, the ground electrode was not registering in the electrode test. The needle and harness were replaced with no change. Another unit was used to complete the case. This resulted in a delay in surgery.

Manufacturer narrative:
The unit returned for evaluation. Visual inspection was performed and did not identify any irregularities. The unit passed functional testing. The reported issue could not be duplicated nor confirmed. Review of the device history record indicates the unit conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The root cause could not be determined.